Event description:
The customer reported that at the end of a mononuclear cell (mnc) collection procedure, the amount of anticoagulant (ac) used was reported by the optia machine as 1819 ml, but the actual amount of ac used by the customer was 1110 ml. Six hours after starting, the procedure was ended due to multiple alarms. The product immediately started to clot upon transport to the lab. No medical intervention was necessary for this event. This report is being filed in response to the customer filing a sae report about this incident.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which anevent occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event.

Manufacturer narrative:
Additional evaluation method: data validation and simulated use testing investigation: a complete set without the collect bag or ac spike was returned for investigation. The return line luer was connected to a blood warmer set. The residual volume in the channel and the return reservoir indicate that rinseback was not performed. There were large clots in the channel as well as in the filter in the return reservoir. It is not clear whether the clots formed during the procedure or during shipping of the kit. The set was visually inspected for missing parts, misassemblies, occlusions and kinks. No manufacturing abnormalities were noted. Flow testing of the ac line on the returned disposable kit was performed to ensure that there were no internal occlusions within the ac line that could have contributed to the alleged under-delivery of ac. The flow testing results indicate that the disposable set was capable of delivering the expected volume of ac over a large range of flow speeds. No evidence of an internal occlusion to this flow path was found. The ac line was examined for any exterior indentations or markings that would suggest an inadvertent external occlusion source, such as pinching between the equipment and the patient's bed or inadvertent clamping of the ac line. No external markings were observed. The run data file was analyzed for this event. The signals in the run data file indicate that the ac fluid detector was functioning as intended and detected fluid presence in the ac line. Based on the information available in the run data file, the spectra optia system operated as intended. The alarms that occurred early in the run were triggered correctly by the system and do not appear to be related to the under delivery of ac and the clotting in the set that was reported during this procedure. The level sensor alarm, the return line air detector alarms and the operator¿s observations in the procedural run record of air in the return line and foam in the reservoir can all be an indication of clotting in the disposable set. However, the run data file does not indicate a clear root cause for the reported under-delivery of fluid from the ac line or the clotting observed at the end of the procedure. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. A terumo bct service technician performed service on this machine and the he was unable to duplicate the reported under delivery of ac. The accuracy and performance of the ac pump was verified and a saline auto test was performed to fully verify the functionality of the machine. Root cause: based on the service history, there is no indication of any issues with the machine that could have contributed to the under delivery of ac or the clotting observed in the disposable set during the procedure. The combination of the ac volume discrepancy and the clotting observed in the cassette offers a few possible explanations, all of which cannot be confirmed due to insufficient information. The first possibility is that there could have been a partial occlusion on the portion of the ac line or ac spike that was not returned to terumo bct. It is possible that this occlusion could have been significant enough to affect the flow of ac through the disposable kit but also allow enough fluid through the ac line for the ac fluid detector to continuously detect fluid throughout the procedure. Without the remaining portion of the ac line and spike, this scenario cannot be confirmed. A second explanation that cannot be ruled out is that the spectra optia system did deliver the appropriate amount of fluid through the ac line. This would have required that three bags of fluid were spiked over the course of the procedure, but at some point one of the bags spiked could have been saline which would have directly contributed to the clotting observed late in the procedure. With no visibility in the run data file as to when fluids were spiked at the ac line, coupled with a lack of operator documentation of when fluids were spiked, there is no way to completely rule out this possibility. The combination of information from the run data file, the returned disposable set, the procedural run record and the service history, do not indicate a clear root cause for the under delivery of ac during the procedure or the clotting observed in the disposable set. Both of the scenarios described above are possible explanations but cannot be confirmed or denied. Based on the machine behavior observed in the run data file investigation and the service performed on the machine, terumo bct believes that the machine is safe to use.